Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An "unspecified" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer did not report symptoms and was able to self-treat with 6 units of long-lasting insulin, 2 units of rapid acting insulin and apple juice. There was no report of death or permanent impairment associated with this event.